Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event date - ni. Implanted date - ni. Explanted date - ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01214 / 01750). Requested but not returned by hospital.

Event description:
It was reported that patient underwent a hip revision procedure due to unknown reasons.